Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure / malposition of essure device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lithotripsy and ankle operation. Concurrent conditions included obesity, depressive disorder and hyperlipidemia. Concomitant products included bupropion (wellbutrin), ibuprofen (motrin), naproxen and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced carpal tunnel syndrome ("other injury(ies) or complication please describe: carpal tunnel syndrome"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), flank pain ("severe left flank pain"), arthralgia ("joint pain"), back pain ("severe low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, alopecia and carpal tunnel syndrome outcome was unknown and the genital haemorrhage, flank pain, arthralgia, back pain and weight increased had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, carpal tunnel syndrome, depression, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were three coils remaining on the left tube and one coil remaining on the right tube found slightly retroverted but normal appearing tubal ostia; also a nurse indicated doctor may have hit a nerve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Showing reasonable position of right and left fallopian tube devices with no evidence of contrast passage into fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events alopecia, anxiety, bladder disorder, carpal tunnel syndrome, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage are added. Lot number added. Lab data updated. Historical & concomitant conditions & drugs are added. Product , patient & reporter information updated. On 28-feb-2018: medical records received. Concomitant & historical conditions are added. Processed with fu 01. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure / malposition of essure device") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lithotripsy and ankle operation. Previously administered products included for an unreported indication: depo provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included obesity, depressive disorder and hyperlipidemia. Concomitant products included bupropion (wellbutrin), ibuprofen (motrin), naproxen and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced carpal tunnel syndrome ("other injury(ies) or complication please describe: carpal tunnel syndrome"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), flank pain ("severe left flank pain"), arthralgia ("joint pain"), back pain ("severe low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, alopecia and carpal tunnel syndrome outcome was unknown and the genital haemorrhage, flank pain, arthralgia, back pain and weight increased had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, carpal tunnel syndrome, depression, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were three coils remaining on the left tube and one coil remaining on the right tube found slightly retroverted but normal appearing tubal ostia; also a nurse indicated doctor may have hit a nerve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: onfirming full occlusion of fallopian tubes. Showing reasonable position of right and left fallopian tube devices with no evidence of contrast passage into fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure / malposition of essure device") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lithotripsy and ankle operation. Previously administered products included for an unreported indication: depo provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included obesity, depressive disorder and hyperlipidemia. Concomitant products included bupropion (wellbutrin), ibuprofen (motrin), naproxen and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced carpal tunnel syndrome ("other injury(ies) or complication please describe: carpal tunnel syndrome"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), flank pain ("severe left flank pain"), arthralgia ("joint pain"), back pain ("severe low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, alopecia and carpal tunnel syndrome outcome was unknown and the genital haemorrhage, flank pain, arthralgia, back pain and weight increased had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, carpal tunnel syndrome, depression, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were three coils remaining on the left tube and one coil remaining on the right tube found slightly retroverted but normal appearing tubal ostia; also a nurse indicated doctor may have hit a nerve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: onfirming full occlusion of fallopian tubes. Showing reasonable position of right and left fallopian tube devices with no evidence of contrast passage into fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.